Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, lot#: n176161018, implanted: (B)(6) 2008, product type: catheter, ubd: 22-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentayl via an implantable pump for non-malignant pain. It was reported the patient had plans to have their pump replaced because it was moving all over the place. The patient added that the pump had dropped, and it was tight when they bent over. The patient's pump was implanted in their back, above their buttocks. The patient stated it felt like the catheter was pulling, specifically when she sits in a car, on the couch, or just basic walking. The patient stated it felt like "the catheter is protruding the top of it, out of my spine, like you can see it, you can follow the cord." The patient added "it flops around everywhere," noting that she can "move it 3 inches in any direction." The patient also stated it was "kind of hitting a nerve" that goes down their leg, noting that it was miserable. The patient reported she noticed all of this after she lost 65 pounds, noting that she has no fat anymore so the pump was not being held in. The issue began about a year earlier, relative to (B)(6) 2019. The patient stated their healthcare provider told them they would have to move it up and actually suture it to their muscle. The patient was also told they will need to move the catheter and "put it deeper," and then move the pump. No further complications were reported or anticipated.